Manufacturer narrative:
It was further reported that an explant was performed on the patient's right eye on (B)(6) 2012 ((B)(6) 2012) and an exchange was performed on (B)(6) 2013 ((B)(6) 2013) on the patient's left eye. Also, the patient was initially hypermetropic and after exchange became myopic. The patient had subcapsular clouding and was treated with prescription glasses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Explant of intraocular lens. All pertinent information available to the manufacturer has been submitted.

Event description:
We received a report that an intraocular lens was explanted because the patient experienced halos and glare. It was stated that the lens was replaced with a monofocal lens. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection showed the lens where the optic was cut in half. No optical deviations on the received optic parts could be found. A review of the manufacturing records showed no deviations or nonconformities. The diopter measurement records from this particular lens were verified and shown to be within specifications. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted.

Manufacturer narrative:
It was noted that the patient had an exchange performed on the right eye on (B)(6) 2013((B)(6) /2013). Device expiration date corrected from 10/31/2014 to 10/25/2014. Device manufacturing date corrected from 11/01/2011 to 11/25/2011. All pertinent information available to abbott medical optics has been submitted.